Event description:
A us distributor returned a charger/modem indicating that it was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger/modem was resetting. Upon evaluation, there was contamination on the battery board. The cause of the resets is the contamination. The root cause of the contamination is ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.